Event description:
Reference number (B)(4) event occured in the united states. It was reported that the patient experienced 12 infusion set applicator issues between (B)(6) 2024 and (B)(6) 2025. The spring on the applicator released too soon on one side, making it uneven. The issue occurred after spring primed but before insertion. The patient replaced the infusion sets and resumed insulin delivery successfully. No further informaion is available.